Manufacturer narrative:
One device was returned for evaluation. The device was examined visually and the complaint was confirmed. The root cause was undetermined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found. Corrective actions are in process.

Manufacturer narrative:
The suspect device has returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an upper arm av fistulagram procedure, the access wire tip detached while placing the sheath. The patient was placed in the supine position and the av fistula access site was cleaned and draped in a sterile fashion. A local anesthetic was administered to the site for patient comfort. The physician had successfully acquired access to the patient's fistula via "seldinger technique" and the 7f access sheath was placed. While removing the dilator and the access wire together, the physician felt the access wire catch on the tip of the sheath. The physician states that when the wire was removed from the sheath the wire tip had detached. The physician then acquired selective fluoroscopic images to locate the detached wire tip. A vascular snare device was used several times unsuccessfully to remove the detached wire tip from the patient. A surgeon was then consulted and the patient was admitted to a hospital for wire tip retrieval. The patient tolerated the procedure well.